Event description:
Placed the bush ureteral illuminating stents for identification of ureters during the procedure. Pt later complained of abnormal amounts of blood in the urine and ended up in the ER with a blood clot which was removed.

Manufacturer narrative:
A proper eval cannot be performed due to the product not being returned. Info initially received from the facility using the device, the stimulating stents were placed for identification of the ureters during an endometriosis procedure. At this time additional info has been requested, upon receipt of further details, it will be forwarded.